Event description:
Customer alleged 9099 pump will not hold a lift up and goes down slowly. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA was issued for this event. Quote ((B)(4)) has been initiated for this event to repair the pump. The user manual was issued with this device. Model 9099 serial number/date code (B)(4) is approximately 5 months of age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the 9099 pump will not hold a lift up, going down slowly. The consumer alleges that once the pump goes all the way up, it will be all the way down within 5 minutes.